Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that there was difficulty flushing the one-link, non-dehp standard bore, catheter extension set. It was also stated that there was a lot of blood that had backed up into the set. Unknown prefilled saline syringes were used to flush the lines. No adverse event was indicated in association with this report. Additional information was requested and is not available.